Manufacturer narrative:
Manufacturer's report date 11/25/1998. The pump was received and visual and functional testing was performed. The pump was found to have a low mechanism force and when run the reported freeflow was duplicated. The pump was opened, and one of the two mechanism springs was found detached and laying at the bottom of the case. Engineering has reviewed the process and procedures for installing the spring changes to the test procedure were implemented, adding an additional verification of spring placement during mfg. Extensive operator training on mechanism assembly and spring insulation verification has been completed. In addition, an assembly aid which will verify full installation of the mechanism spring has beem implemented to reduce the reoccurrance of this issue. Safety alert was mailed on 11/4/1998. The pump was repaired and returned to the customer.

Event description:
It was reported that while setting up an infusion the nurse closed the pump's latch and noted freeflow. The pump was not connected to a pt.